Manufacturer narrative:
An immucor field service engineer performed the unexpected reactivity checklist. The washer manifold was cleaned. There was one aspirate probe partially clogged. Repeat testing of the patients sample resulted as negative again. Testing performed by tube method resulted as weak positive; gel method resulted as 1+. The antibody titer appears to be weak. We were unable to rule out a sample-related issue.

Event description:
On (B)(6) 2016, a customer reported obtaining an unexpected negative result on echo m00806 while performing correlation studies with tube and gel methods.